Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically referred to as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset procedure, after which the error did not reappear.